Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This lead was revised and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).